Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the locking mechanism assembly did not function properly and it ran with the safety engaged. It was further determined that the device had damaged components to the pawls, pawls release, lock cylinder, wave washer and the drive shaft. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to various mechanical and motor worn components and seal deterioration from normal wear out. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during post-surgery, it was discovered that the knurled knob would not secure on the motor device. During in-house engineering evaluation, it was observed that the locking mechanism assembly did not function properly as the device ran with the safety engaged. This event was not in relation to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.